Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to remove the battery cap of his insulin pump. His blood glucose was 326mg/dl at the time of reporting. He also stated that he had been recently hospitalized as result of high blood glucose and his heart rate dropping to 30 beats per minutes while in his endocrinologist's office. He declined to troubleshooting his blood glucose level at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.